Event description:
It was reported that the lead integrity alert was triggered twice in the past month for oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert was triggered twice in the past month for oversensing. The lead remains in use. It was further reported that the doctor increased the intervals to prevent the oversensing from occurring again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.